Event description:
It was reported by service report that the jacks could not be raised due to pump pedal weldment having a broken weld. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.